Event description:
It was reported that this inflatable penile prosthesis (ipp) had cylinder rupture. The ipp was explanted and replaced. No patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. No anomalies were found with the pump. The cylinders were microscopically inspected, and leak tested. The microscope test revealed that the first cylinder had three holes in the outer tube from sharp instrument damage in the proximal end of the cylinder. The second cylinder had two holes in the outer tube from sharp instrument damage in the proximal end of the cylinder. No leaks were identified. The reservoir was microscopically inspected, and leak tested. No anomalies were found with the reservoir. Based on the information available and analysis results, the reported clinical observation of cylinder ruptured could not be confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had cylinder rupture. The ipp was explanted and replaced. No patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).